Event description:
Compaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console displayed the error message ¿error ram¿. The error message occurred during start up of the device. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. During the investigation the technician was able to confirm the reported failure "error ram". The rotaflow console (rfc) flow measure board (article number 701037532) has been replaced. The unit is back in use. The reported failure "error ram" was already investigated by the getinge life cycle engineering and the root cause could be determined as a defect in the memory module on the flow measure board due to a statistical failure. Based on the investigation results the reported failures "error ram" could be confirmed. A device history record (DHR) review was performed on 2021-12-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the rotaflow console displayed the error message ¿error ram¿. The error message occurred during start up of the device. No harm to any person has been reported. Complaint ID: (B)(4).